Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2022. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on april 12, 2022.

Manufacturer narrative:
This report is submitted on november 22, 2021.

Event description:
Per the clinic, the patient experienced an abscess in the incision line and subsequently was treated with oral antibiotic (specific date and duration not reported). However, it was reported that the infection reoccurred and the patient was treated again with oral antibiotic (specific date and duration not reported). Following these events, the patient was presented again for wound dehiscence and subsequently, underwent a skin revision procedure on (B)(6) 2021 and was administered with IV (duration not reported) and oral antibiotics (two weeks course).